Manufacturer narrative:
(B)(4): there was no report of any patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device rebooted when the charge button was pressed, with a power interrupted message also noted.